Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the device inspection result by olympus medical systems india private limited. The electronic components mounted on the power supply board were damaged. The lock on the rear panel cover was damaged. There was a silicone ball inside the device. The panel and bezel were scratched or damaged. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the above information, omsc concluded that the reported event that the device didn¿t turn on and the endoscopic image was not displayed was caused by a damaged electronic components mounted on the power supply board. The damage to the electronic components may have been caused by an electrical shock or by the effect of opening the inside of the device because the lock on the rear panel cover was damaged. Also, because the lock on the rear panel cover was damaged, the silicone ball inside the device may have been caused by the effect of opening the inside of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; the reported event that the device didn¿t turn on appeared to be caused by defect of the power supply unit. The lock on the rear panel cover was broken. The power switch bracket was cracked. There were balls of silicon inside the device. The front panel was scratched. The protective glass on the bezel was scratched and dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed on the device. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the device didn¿t turn on and the endoscopic image was not displayed.